Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the delivery system was unable to cross the lesion and the stent was damaged. The target lesion was 90% stenosed in the moderately tortuous and calcified proximal cx (circumflex). Following predilation, the delivery system was advanced but could not cross the lesion due to calcification in the proximal portion of the lesion. The device was advanced several times, but the attempts to cross the lesion were unsuccessful. On removal, it was noted that the proximal edge of the stent was lifted slightly. The procedure was completed with balloon angioplasty only. The device was disposed at the facility because the pt infected with hepatitis c. There were no pt complications and the pt's status post procedure was reported to be good.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A labelling review identified that the device was used as per the taxus express2 directions for use (dfu). However, the complaint report states that the lesion was calcified and moderately tortuous with 90% stenosis. These could be potential contributing factors to the complaint incident. All units shipped for the batch conformed to the preventive measures/current controls as per product specs. A review of the manufacturing documentation for this batch found that it met material, assembly, and product specs at the time of release to distribution. The most probable root cause of this event is operational context as the complaint is associated with a product that meets the boston scientific corporation design and mfg spec but due to anatomical/procedural factors encountered during the procedure, the performance was limited. A CAPA has been initiated to address this issue.